Event description:
In this case, it was reported that the ring was explanted after an implant duration of approximately 4.5 years due to endocarditis. Per the surgeon, this event was due to patient related factors. The ring was explanted and the patient's mitral valve was replaced with an edwards bioprosthesis. No other details provided.

Manufacturer narrative:
Endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The surgeon has indicated that this event was due to patient related factors. Unfortuantely, there is insuffucient information to conclusively determine the root cause of this event.